Event description:
Clinic reports that a blood leak occurred with a first use dialyzer at the initiation of dialysis. Estimated blood loss 250cc. No sample is available. MDR filed due to bloodloss. No medical intervention or adverse effect to pt reported.